Event description:
It was reported that a patient presented in-clinic for an unrelated procedure. Upon interrogation, the patient's right atrial (ra) lead was found to have over-sensed noise, resulting in inappropriate automatic mode switch. During the procedure, the ra lead insulation was found to be damaged, and the ra lead suture sleeve had moved as well. The ra lead was repaired and successfully revised on (B)(6) 2022. The patient was stable throughout.